Event description:
It was reported that pump touchscreen became cracked and shattered after customer was hit by car while riding bicycle, although pump could still be used. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump with updated software, confirmed warranty and shipping details, instructed customer to place damaged pump in storage mode and return it within 10 days using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.